Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up in clinic. It was observed that capture thresholds were high. Programming changes were made. The lead was subsequently capped (B)(6) 2021 and replaced. The patient was stable before, during and after the procedure.